Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "battery backup is not available". There was no patient involvement / adverse event.